Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 22-aug-2023. The most recent information was received on 30-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. 925786) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, she experienced type 2 diabetes mellitus ("occurrence of type 2 diabetes"). In 2013, she experienced pelvic pain (seriousness criterion intervention required), visual acuity reduced ("loss of visual acuity"), vision blurred ("blurred vision from afar"), hepatic steatosis ("fatty liver despite exercise and healthy living"), amnesia ("year after year, memory loss"), fatigue ("fatigue"), depression ("depression"), back pain ("lumbar pain"), spinal osteoarthritis ("onset of osteoarthritis l4l5"), urinary incontinence ("urinary leakage"), heavy menstrual bleeding ("haemorrhagic periods"), pruritus ("itchy skin"), arthralgia ("paralyzing joint pain"), adenomyosis ("adenomyosis") and polyp ("polyp") and was found to have uterine leiomyoma ("fibroids") and weight increased ("+1 kg/month since insertion"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy/salpingectomy) and non-drug therapy (started wearing progressive glasses at 40 years). At the time of the report, the pruritus was resolving and the pelvic pain, vision blurred, back pain, urinary incontinence and arthralgia had resolved. The outcomes for visual acuity reduced, hepatic steatosis, type 2 diabetes mellitus, amnesia, fatigue, depression, spinal osteoarthritis, heavy menstrual bleeding, uterine leiomyoma, adenomyosis, polyp and weight increased were unknown. No causality assessment was received for essure with regard to visual acuity reduced, vision blurred, hepatic steatosis, type 2 diabetes mellitus, amnesia, fatigue, depression, back pain, spinal osteoarthritis, pelvic pain, urinary incontinence, heavy menstrual bleeding, pruritus, arthralgia, uterine leiomyoma, adenomyosis, polyp or weight increased. The reporter commented: as for the other events, it is necessary to wait for resumption of work, exercise, and gardening to know what the situation will be actions taken to treat the patient in the healthcare facility: comments "better well-being immediately after removal!!the implants are being analyzed. The heavy metal testing as well, follow-up in 6 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Lot number: 925786. Manufacture date: 2011-11. Expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 22-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. 925786) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, she experienced type 2 diabetes mellitus ("occurrence of type 2 diabetes"). In 2013 she experienced pelvic pain (seriousness criterion intervention required), visual acuity reduced ("loss of visual acuity"), vision blurred ("blurred vision from afar"), hepatic steatosis ("fatty liver despite exercise and healthy living"), amnesia ("year after year, memory loss"), fatigue ("fatigue"), depression ("depression"), back pain ("lumbar pain"), osteoarthritis ("onset of osteoarthritis l4l5"), urinary incontinence ("urinary leakage"), heavy menstrual bleeding ("haemorrhagic periods"), pruritus ("itchy skin"), arthralgia ("paralyzing joint pain"), adenomyosis ("adenomyosis") and polyp ("polyp") and was found to have uterine leiomyoma ("fibroids") and weight increased ("+1 kg/month since insertion"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (hysterectomy / salpingectomy) and non-drug therapy (started wearing progressive glasses at 40 years). At the time of the report, the pruritus was resolving and the pelvic pain, vision blurred, back pain, urinary incontinence and arthralgia had resolved. The outcomes for visual acuity reduced, hepatic steatosis, type 2 diabetes mellitus, amnesia, fatigue, depression, osteoarthritis, heavy menstrual bleeding, uterine leiomyoma, adenomyosis, polyp and weight increased were unknown. No causality assessment was received for essure with regard to visual acuity reduced, vision blurred, hepatic steatosis, type 2 diabetes mellitus, amnesia, fatigue, depression, back pain, osteoarthritis, pelvic pain, urinary incontinence, heavy menstrual bleeding, pruritus, arthralgia, uterine leiomyoma, adenomyosis, polyp or weight increased. The reporter commented: as for the other events, it is necessary to wait for resumption of work, exercise, and gardening to know what the situation will be actions taken to treat the patient in the healthcare facility: comments "better well-being immediately after removal!!the implants are being analyzed. The heavy metal testing as well, follow-up in 6 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.